Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure using a lantern delivery microcatheter (lantern). During the procedure, while attempting to advance the lantern through a 5f select catheter, the physician experienced resistance as the lantern hub was entering the select catheter and the lantern was unable to advance all the way through the 5f select catheter. Therefore, the lantern was removed and the procedure was completed using another manufacturer¿s microcatheter and the same 5f select catheter. There was no report of an adverse effect to the patient.